Event description:
Pt alleges that her left implant is ruptured. Radiology report shows extensive extra-capsular rupture on the left with free silicone present between the implant and the pectoralis muscle, with at least some silicone extending into the left axilla and possibly into the retro glandular fat. Radiology report also shows there are features within the right implant that are consistent with intra-capsular rupture. Pt also alleges pain in the left and right breast and arm.